Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 30) during the loading sequence. Reportedly, customer has not had formal training on the pump and performed the loading sequence incorrectly. Customer reverted to alternate pump until training has occurred. No reported adverse impact to the customer's blood glucose.